Event description:
It was reported that following a device implant procedure in (B)(6) 2021, an increased shock impedance measurement (>200 ohms) was observed from the right ventricular (rv) lead in (B)(6). It was suspected the rv lead conductor had fractured. Additionally, high, out of range pacing impedance measurements (>2000 ohms) were noted from the left ventricular (lv) lead in (B)(6). The physician elected to surgically cap and abandon both the rv and lv leads and replacement leads were subsequently implanted. The device was also explanted and replaced to resolve the event and no additional adverse patient effects were reported. It was indicated the device would not be returned and both rv and lv leads remain implanted, but capped and out of service.